Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. A field service engineer was dispatched to evaluate the device, an error code related to the charging of the internal battery was observed. The device's internal battery and power management board need to be replaced to address the issue.